Event description:
It was reported that during a bilateral mastectomy procedure, the cip did not properly close. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.